Event description:
The customer stated that the insulin pump has stopped working, and she was in the hospital on (B)(6) due to high blood glucose levels. The customer stated she tried delivering 54 units of insulin, but her blood glucose kept rising, and went over 600 mg/dl. The customer stated that she changed the infusion set several times. Troubleshooting was performed, and found battery related alarms, as well as no delivery alarms in the alarm history. Found no damage to the drive support cap. The time and date was not correct. Assisted with correct programming. All other programming was correct. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.